Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump displayed a message that read "unable to detect iob." There was no indication that the product caused or contributed to an adverse event. No additional information was provided with this complaint. If further information is obtained, a follow-up report will be submitted. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.